Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that this was a complex thoracic procedure requiring de-branching of the innominate and the right common carotid arteries. The stent grafts were inserted and implanted via a conduit that was anastomosed to the ascending thoracic aorta after which the stent grafts were implanted in the descending aorta starting distal to proximal. The stent grafts were implanted in this fashion because the femoral arteries were too small. The patient had a major stroke post implant and an external cerebral flow monitoring device was used to observe the patient. The patient expired the same day. No additional information was provided (see MFR numbers 2953200-2008-01103, 2953200-2008-01104 and 2953200-2008-01105).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (complex procedure requiring de-branching of the innominate and the right common carotid arteries). Conclusion: device failure/lack of effectiveness related to patient condition (complex procedure requiring de-branching of the innominate and the right common carotid arteries).